Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the technician, reporting that the v60 ventilator was used without a filter. The device was in clinical use when the issue occurred. No patient or user harm reported. The technician reported that the hospital staff used the v60 ventilator was used without a filter. The technician requested the decontamination procedure. Additional assistance was requested. Investigation ongoing / resolution pending.

Manufacturer narrative:
The technician reported that the hospital staff used the v60 ventilator without a filter. The technician requested the decontamination procedure. The customer was provided with the decontamination procedure via email. A follow up was performed with the customer, it was reported that the customer was informed that the device could be serviced, and that all the parts related to the patient flow could be replaced, and performance test performed, or the customer could elect to quarantine the device. The customer was provided with a quote for evaluation. However, the quote had expired, and the record was closed with no further actions performed by philips. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.